Event description:
A balloon ruptured on the first inflation well beyond its rated burst pressure during dilatation of a newly deployed stent in the femoral artery. Following balloon rupture, it was noted the balloon material had detached in the pt. The detached balloon segment was snared. However, resistance was encountered during withdrawal. The snare with encapsulated balloon material and sheath were removed as a unit without incident. Another balloon catheter was used to successfully complete the procedure without further incident. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon was detached from the catheter shaft. The distal bond was completely detached. A small fragment of proximal bond remained on the shaft. Wrinkles were noted on the balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It is also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. Co's directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...ifloss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."